Event description:
It was reported that this patient was just implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Overnight, the patient received six shocks that were not isolated. The device is programmed in primary vector. Smart pass was automatically programmed off due to low amplitudes. An x-ray was performed and confirmed the shocks were inappropriate due to air bubbles near sense b. Tachy therapy was deactivated and the patient received a lifevest. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was just implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Overnight, the patient received six shocks that were not isolated. The device is programmed in primary vector. Smart pass was automatically programmed off due to low amplitudes. An x-ray was performed and confirmed the shocks were inappropriate due to air bubbles near sense b. Tachy therapy was deactivated and the patient received a lifevest. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was just implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Overnight, the patient received six shocks that were not isolated. The device is programmed in primary vector. Smart pass was automatically programmed off due to low amplitudes. An x-ray was performed and confirmed the shocks were inappropriate due to air bubbles near sense b. Tachy therapy was deactivated and the patient received a lifevest. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was returned in two segments severed at approximately 263 mm from the terminal end. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.